Event description:
It was reported that an implantable neurostimulator, was implanted in the stomach. The device displayed an end of service (eos) indication, and the patient was unable to connect to the therapy screen after removing and reinserting the batteries. The patient could not recall the exact date of implantation, only that it was several years ago and expected to last 10 years and they have not had it for 10 years. The patient was redirected to a healthcare provider and transferred to obtain an ID card.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported the implantable neurostimulator (ins) was implanted in (B)(6) 2017. The patient said the circumstances that led to the ins not lasting 10 years was a change in activity level. It was unknown what steps would be taken to resolve the issue at the present time, and patient noted possible surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.